Event description:
The facility reports two staff members were transferring the pt from the bed to the chair. The sling was placed under the resident and attached to the lift. The two staff members confirmed the sling was in place and attached correctly. The resident was moved successfully from the bed. They were then moved away from the bed and turned to be positioned in a recliner. One nurses assistant was moving the recliner into position while the operator of the lift was using the lever to bring the resident to an upright position. When the resident came to the upright position, the clip released. The resident's contracted leg pushed against the lower right clip when brought to the upright position. The resident suffered a 3cm hematoma to the skull, a 3-4 inch laceration to the back of the skull, and a small bruise on their back.